Manufacturer narrative:
The technical support went onsite to check the unit. Log files was downloaded and shows that the problem is most likely coming from o2 sensor. The technical team initiated o2 sensor replacement and checked the unit operation. After the sensor replaced, they confirmed that the unit is working properly as intended. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 alarm 389 no o2 dosing possible active alarm while connected on a patient. The patient was removed from the ventilator then a calibration test was perform and passed. Then, patient puts back to the ventilator again on between 80-100% setting and after an hour, alarm 389- no o2 dosing possible alarm recur three times. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The exact root cause is unknown and under investigation with I-ch-20-016. Advised customer that the o2 cell needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having alarm 221 - oxygen sensor requires calibration while connected on a patient.